Manufacturer narrative:
Article citation: ¿the effect of sterile acellular dermal matrix use on complication rates in implant-based immediate breast reconstructions,¿ lee, jun ho, park, youngsoo; choi, kyoung wook; chung, kyu-jin; kim, tae gon; kim, yong-ha, archives of plastic surgery, nov 2016 vol. 43, no. 6, pp. 523-528. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. In rare instances, acute infection may occur in a breast with implants.

Event description:
Reported event of unknown side ¿infection¿ in one patient as noted in ¿the effect of sterile acellular dermal matrix use on complication rates in implant-based immediate breast reconstructions,¿ archives of plastic surgery, nov 2016 vol. 43, no. 6, pp. 523-528. The patient was implanted with the aseptic acellular dermal matrix (adm) alloderm and an allergan ¿textured silicone gel implant.¿ treatment was specified as ¿intravenous antibiotics.¿